Event description:
Pump was reported to be infusing epinephrine, levophed, and inacor on a critically ill pt that was in for cardiogenic shock. The pt was also reported to be on a balloon pump. The pump was reported to go into failure code 533:320:717:0000 during pt use. The pt's b/p was reported to drop. The pump was restarted and the pt returned to pre-incident status. No pt injury resulted.